Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. It was reported that on an unknown date the pump was not working. The patient stated they had "one of the recall pumps." No symptoms were reported. No further information was available.